Event description:
It was reported the lead was explanted and replaced due to multiple shocks due to oversensing. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary distal conductor fractured; full lead returned.